Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09407. It was reported that the patient presented in clinic for a follow up due to vibratory alert from the device. Upon interrogation, high capture threshold and high, out of range, pacing lead impedance were observed on the right ventricular (rv) lead. Noise possibly due to electromagnetic interference (emi) was observed on both atrial and rv lead. No therapies were delivered due to noise. Programming changes were made. A plan for replacement was mentioned. The patient was asymptomatic.